Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an unexplained seizure despite having good seizure control with their implantable neuro stimulator (ins). The patient was implanted in (B)(6) 2012. It was noted that the patient was seen by the physician in the same month where they modified the stimulation parameters (continuous stimulation; right and left side electrode settings of #0-, 1-, 2- , 3+ at 60 hz, 90 microseconds, 6 volts). When the patient left the clinic, the stimulation was on with tingling sensations in their arms which stopped one hour later. When the patient was seen back in the clinic in (B)(6) 2012, it was noted that there was no difference in the frequency or severity of the patient's seizures since the previous visit (50% improvement with respect to pre-implant of ins). It was then reported that the patient had a 'big' seizure that afternoon which was noted to be unusual. When the ins was checked, it was found to be off which seemed to explain the patient's seizure. It was unknown as to why the device was found to be off. After the ins was switched back on with new parameters (right and left: electrode settings of #0-, 1-, 2, 3, case +, 60 hz, 90 microseconds, 1 volt), the patient had not had any other unexpected seizures during the day. It was reported that almost all of the seizures the patient had occurred late in the evening or during the night. No injuries were reported and the patient outcome was reported th at they had been 'okay' since the last visit and had an upcoming clinic visit scheduled. If additional information is received, a follow up report will be sent.